Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the pump display screen was found to be dim and discolored with a reddish hue. The pump battery compartment was found to be cracked at the case seal and at the battery compartment lip to the bumper pad; moisture was observed inside the battery compartment. A leak test confirmed that the battery compartment was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim, fading, discolored. During troubleshooting, the reporter indicated that moisture was noted inside the battery compartment of the pump. The reporter confirmed that the display was still safe to read at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.